Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot codes 2535356 and 2542760. A search of the complaint database search finds one additional reported incident against lot codes bv7cs1 and 2499036 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Report of formal claim received from kennedys regarding pinnacle mom hip revision. Revision due to metallosis and increased blood metal ion levels. Appearance in keeping with a wear reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.